Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump received an a33 alarm while he was trying to prime. Customer's blood glucose level at the time was 80 mg/dl. During troubleshooting, his pump had a protruded drive support cap. Advised to discontinue use of the insulin pump and that it would need to be replaced. No additional information was provided.